Manufacturer narrative:
Product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 748251 lot# serial# (B)(4), implanted: 2006 (B)(6), product type extension product ID, 3387-40 lot# v000625, implanted: 2006 (B)(6), product type lead product ID, 3387-40 lot# v000654, implanted: 2006 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was having trouble with her device and had physical pain. The reporter stated that in order to mitigate the pain, the device was turned off. Five days later, it was reported that the patient's left side device was "malfunctioning" or "short circuiting." The reporter stated that the patient had constant pain and sometimes erratic emotions. It was reported that the patient had surgery scheduled on (B)(6) 2013 to remove the device and "get rewired." Additional information has been requested but was not available as of the date of this report.

Event description:
It was previously reported that the event was related to the left device (B)(4). However, additional information received reported that the issue was with the device with serial number (B)(4). Please refer to MFR report # 3004209178-2013-15015, as any futher information will be reported on the device with serial number (B)(4).